Event description:
Pt was discharged. He went to sit in the invacare wheelchair and when doing so, suffered a near-amputation of his tip of 5th right finger. The seat of the wheelchair had been completely opened at the time and appeared to be completely down and ready for the pt to sit in it. Inspection took place of the movement of the chair, including placing a pencil into the area thought to be where the pt's finger was located when he sat in the wc. The pencil broke when the chair was sat upon. There was a very minimal amount of blood remaining on the right-sided most anterior/forward black plastic "well/cup/bracket." The nylon seat was placed to a completely open position, which appeared to be completely down. Event with the seat opened all the way, we were able to visualize a gap that could accommodate the size of a finger remaining even when the chair was fully opened. A person sat in the chair (B)(6) and the weight/force of sitting was not enough to close this gap; but when more weight was applied directly over the area, the metal bar/frame would fit into the well -upon using force-. Photos were taken of the wheelchair, to include the gap that remained even once the seat was completely open/down. Chair has been sequestered. MFR notified via phone on 8/18/10. Physician performed a revision amputation at the bedside and the pt was discharged to home on that same day. Our facility has other invacare wheelchairs of both this same model type and other model types. We found several chairs that have this same potential hazard. In addition, a search of the maude FDA database shows that at least 13 other reports have been filed that describe the exact same type of amputation or crush injury that occurred to our pt since 2003 with invacare wheelchair.